Event description:
The pt has two leads from the same lot number. It was reported the pt was experiencing stimulation in the stomach. Reprogramming was unable to capture stimulation coverage for the pt's painful areas. X-rays revealed no anomalies. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.